Event description:
It was reported that the patient presented to the emergency room with an alert for an aborted therapy due to possible output circuit damage. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
During analysis a polish and arc mark with lead material was observed on the can. There was damage to the high voltage circuitry which prevented output of the device. No noise signals were noted on the stored egms.